Event description:
During a repair surgery where the patient has acl tear and also bucket-handle meniscus tear as well, it was reported the surgeon used a fast-fix 360 for repairing posterior horn. The first implant was reported to have deployed successfully. The second deployed only the t1 implant and the t2 failed to deploy. And the third worked fine. For the device in which t2 implant did not deploy, the suture was cut away, leaving the t1 implant unsecured in the patient¿s knee. There was no reported delay, patient injury or surgical complication.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the needle is dramatically bent. Actuator is in its post t2 deployment position indicating a complete deployment. T2 and approximately 13 inches of suture was returned. Suture has been cut at (B)(4) knot. No damage observed to t2. Non deployment of t2 cannot be confirmed. The device cannot be functionally assessed due to the bend in the needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).